Manufacturer narrative:
Correction: d3, h3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A running test was conducted, but the reproducibility of the symptoms could not be observed. It was reported that the unit's power went off, had an error 907, and the sensors were not connected, yet values were displayed. The reported issues were not confirmed. The most likely cause could not be established from the information available. It was also reported that the unit had an error 270. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the unit's power went off. The unit also had errors 907 and 270. It was also reported that the sensors were not connected, yet values were displayed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A running test was conducted, but the reproducibility of the symptoms could not be observed. A review of the system logs showed the frequent occurrence of system failure 270. The issue was resolved by replacing the main board. It was reported that during use; the unit's power went off. The unit also had errors 907 and 270. It was also reported that the sensors were not connected, yet values were displayed. The most likely cause of reported condition of error 907 was main board. For the reported conditions 270 and sensors were not connected, yet values were displayed, it was determined that the most likely cause was sensor reading failure or contact failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.